Event description:
This is a spontaneous case report received from a physician in united states on 12-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Patient was obese, had multiple c-sections and a lot of scar tissue so she was a perfect candidate to essure. She did not have post procedure hysterosalpingogram, but she had ultrasound that showed they were in place. Patient wants essure out because she was experiencing lower back pain that was persistant, chronic fatigue , decreased sexual desire, and lot of other reasons she was experiencing. Doctor did some additional workups to make sure her symptoms were not related to anything else. Ultrasound showed she had a cyst which was getting smaller that was not an issue. Doctor wanted more information about essure removal since she had never removed the devices. Follow up information received on 12-jan-2016: no new information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented persistent lower back pain. Device removal is planned. This event is serious due to required intervention and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, the patient was experiencing lower back pain which was persistent and other non-serious evens. Considering their implied temporal relationship and the absence of an alternative explanation, causality between reported eevbt and essure use cannot be excluded and since a required intervention will be performed, this case is regarded as incident. Further information and technical analysis are expected.

Manufacturer narrative:
Correction performed regarding information received on 12-jan-2016: since there was no date scheduled for the device removal, this case was downgraded to non-incident after internal review. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented persistent lower back pain. This event is serious due to medical importance and listed in the reference safety information for essure. Back pain may occur during essure use. In this case, the patient was experiencing lower back pain which was persistent and other non-serious events. Considering their implied temporal relationship and the absence of an alternative explanation, causality between reported eventt and essure use cannot be excluded. Previously, this case was considered as incident. After internal review, it was concluded that no hospitalization nor required intervention related to device was performed or scheduled. Therefore this case was downgraded to non-incident. Further information and technical analysis are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.